Event description:
Customer reports the surgical pattie's string separated from the pattie during surgery. The pattie became lodged in the pt's back. The pattie was eventually retrieved but the surgical procedure was extended by approximately 3 hours. It was reported that the pt may have experienced a deficit.